Event description:
Procedure: lap thoracic. According to the reporter: there was an unclosed branch of the pulmonary artery at the open resection line which led to a stronger bleeding. The procedure was converted to open and bleeding was controlled with the used of another instrument.